Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that during the trial the patient had various symptoms. There was no trauma or fall that could be related to this issue. The change in therapy/symptoms was considered sudden. When the trial began on (B)(6) 2016, the patient had pain because she was not catheterizing anymore and that caused general pain. She could not urinate for the first five days of the trial and ended up having to catheterize again. The patient also had pain with urination and constipation. Adjusting the stimulation resolved the issue and the patient went on to implant.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who started an advanced evaluation trial of interstim therapy for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor on (B)(6) 2016 and was undergoing the evaluation at the time of the report. It was reported that the patient was in a lot of discomfort and pain on (B)(6) 2016. The patient attributed the pain at the beginning of the trial due to not catheterizing which caused general pain. The patient could not urinate for the first 5 days of the trial and she ended up having to catheterize again. The patient had a sharp, sharp pain because her belly was hurting her too big because of her bladder and constipation, and then her period. She had inflammation. The patient used the catheter in the morning and was taking out about 240 milliliters. The patient was feeling better the day of the report because she had gone to the pharmacy to get something for her constipation (suppositories). When the patient went to the bathroom after administering the suppository, she was pushing to help out ¿because it was really, really, really in there, not coming out.¿ afterwards, she felt the pee go through, but not like a fluid consistency. She had pain with urination and constipation. The patient stated that she can¿t empty because she was in a lot of pain because of the constipation, but at the time of the report, she was feeling a little bit of a relief. The patient was going pee better by herself, but very little, a few drops or the most of 30 milliliters (1 ounce). The patient mentioned that her belly is just so huge and it looks like she was pregnant. The patient used her catheter again in the morning and it was like 240, 2 times about 480 milliliters. The patient believed that it was the whole pee that she was holding since the day prior. The patient feels like she has to pee when she is standing up and walking and on the way to the bathroom, but then when she sits down on the toilet, the sensation is gone. The patient feels a little bit of sensation of needing to pee, but only when she is standing up or bending over a little bit. The patient had tried adjusting the stimulation setting on the device. The patient turns it on and off because it¿s hard to get the adjustment. She just feels really tired and her legs were also kind of numb. The patient stated that she feels pain the whole thing. The patient was trying when she was on the toilet and putting it at a little bit high ¿because it¿s one time and she doesn¿t much¿ and it depends the way that she is sitting on the toilet. The patient gets really tense all over in her back, neck and legs when she tries to go pee, and she had been using a catheter for the past year. The patient had her settings at 6 volts, but she had turned it down because she just went to the bathroom a while ago and she went pee a very little, maybe drops, so she set it to 4 volts. The patient noted that she feels stimulation in the legs, her lower right cheek (buttock), and her inner thigh part close to her abdomen (groin). On a scale of 1 to 7 with 1 being much worse than before, 4 the same and 7 being much better, the patient stated that it was hard for her to rate it because she was still feeling that she wants to go pee on her own which is really good, but she can¿t really go as much. The patient rated her improvement at a 2 or a 3. The patient stated that as soon as she turns the device on, she wants to go pee and empty it totally because she knows that it isn¿t empty. The patient had a very slight improvement as far as getting the sense/urge to use the restroom, but she was still holding and retaining some. The patient stated that she has a tin/sensation that she wants to go pee, but she doesn¿t feel that relief when you go pee and feel so relaxed. The patient stated that she feels it, and knows it¿s coming and then when she just goes drops, she feels like she ¿gets blocked¿ and feels like, ¿ugh!,¿ ¿jeez.¿ additional information received from the patient reported on 2016-02-24 that stimulation was adjusted to resolve the patient¿s various symptoms that she experienced during the trial. The trial was successful and the patient went on to implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.